Event description:
The account alleged the nurse call was not working at the nurses' station. No injury reported.

Manufacturer narrative:
The technician found no problems with bed and the account could not duplicate the issue. The bed functioned as designed.